Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 by a health professional - local reference (B)(4). A (B)(6) female patient received poly-l-lactic acid (sculptra) on (B)(6) 2012, reconstituted with 4cc sterile water and 2 cc of lidocaine and injected into temples and cheek lines for indication of cosmetic. Topical local anesthetic was used (nos. Hydration time was reported as 2/52). Technique was cross hatch, depot technique deep dermal injection and massage was done during treatment and then by patient. On (B)(6), 15 months after receiving poly-l-lactic acid, the patient experienced 3 non-visible nodules/ granulomas at jawline, size of 3-4 mm, with generalized swelling. No evidence of systemic process or no biopsy was performed. No evidence of permanent impairment of boyd function/structure, but duration has been characterized as "protracted" or "prolonged." The reporter does not expect this adverse event to be irreversible. Additionally, there was oral medical intervention (nos) but no surgical intervention. Significant/relevant medical history includes - not reported. Relevant concomitant medications include - not reported. Action taken: unknown. Corrective treatment - unknown. Outcome - not recovered/ not resolved. A pharmaceutical technical complaint was initiated-global (B)(4). This case is associated with case: (B)(4).